Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements shortly after implant; no other changes were observed. The physician elected to reposition the lead and threshold measurements were again noted to increase following the procedure but stabilized the next day at an acceptable level. No adverse patient effects were reported. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.